Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys testosterone ii assay (testo) on a cobas 6000 e 601 module (e601). The sample initially resulted with a value > 20 nmol/l. The initial result was reported outside of the laboratory to the physician. The value was questioned, so a new sample was collected from the patient and tested, resulting with a normal value of "< 05" nmol/l. The original sample was then repeated and they received a low result similar to that of the new sample collection. No adverse events were alleged to have occurred with the patient. The testo reagent lot number was 191053. The reagent expiration date was asked for, but not provided. The field service engineer stated that there were no error messages generated by the analyzer, so a technical issue with the analyzer was not likely. The customer admitted that they used pooled reagent for the sample measurement. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The use of pooled reagents is outside of roche recommendations and may potentially cause high sample results. Other possible root causes for this event may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte.